Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were found. A functional evaluation was performed. The hinge joint was difficult to articulate. The complaint was confirmed and the root cause has been associated with a friction problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include damage to the seals, spacers, pressure rings and pressure cups caused by prolonged pressurization or contaminants entering the mechanical joints of the device damaging the seals, spacers, pressure rings and pressure cups.

Event description:
It was reported that the spider elbow was sticking. This was noticed before the procedure; therefore, no patient was involved. A backup was available and no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.